Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. Control solution testing has been performed and no issues were observed, all result were within specification and no errors were observe during testing. The reported test strips have not been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Strip was not returned. Dhrs (device history review) for the precision strips were reviewed and the dhrs showed the precision strips meter passed all tests prior to release.  Retain testing was performed for precision strips and all units performed in specification and passed. If the reported test strips are returned, an investigation will be performed. This also serves as a correction report. Section (pma510k#) was incorrectly documented in the initial MDR 30 day report. Section has been updated.

Event description:
Customer¿s wife reported customer received unspecified readings from his adc blood glucose meter that were believed to be erroneously high. She further reported that on (B)(6)2019 customer experienced a loss of consciousness. Paramedics were called, treated him with an unspecified medication and transported him to a hospital. No additional information was provided as the caller declined to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s wife reported customer received unspecified readings from his adc blood glucose meter that were believed to be erroneously high. She further reported that on (B)(6) 2019 customer experienced a loss of consciousness. Paramedics were called, treated him with an unspecified medication and transported him to a hospital. No additional information was provided as the caller declined to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.